Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the scope connector has liquid immersion, which resulted in the displayed error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited incompatible scope error (error code e315). The issue was identified when inspected at the time of setup before the patient entered the room. There were no reports of patient involvement.